Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be in involved confirmed the report on blue hook separation from the loading catheter. The only portions of the device returned were the loading catheter and two-way handle. The two-way handle was returned in the firing position. During a visual inspection of the loading catheter, it was observed that one (1) of the two (2) blue hooks on the loading catheter had separated from the catheter tubing and was not included in the return. The other blue hook was attached to the other end of the loading catheter. A destructive tensile test was performed on the catheter side that the second blue hook remained attached. The blue hook detached from the catheter above the minimum requirement. A dimensional inspection was performed on a section of the catheter. The outer diameter was within specification. The inner diameter was measured within specification. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. When pulling the loading catheter out from the biopsy port of the endoscope, "must" [much] resistance was felt. The doctor pulled harder and the catheter came out without the string. [The user] tried again and the catheter came out without the blue clip. It remained in the endoscope. They used a biopsy forcep to push it out. They then used the loading catheter from another set to load and completed the procedure. This occurred prior to patient contact; there was no impact to the patient.